Manufacturer narrative:
(B)(4). D10: unknown stem - unknown item and lot #. Unknown cup- unknown item and lot #. Unknown liner - unknown item and lot #. G2 - report source. Foreign: italy. Literature: stefano tornago, luca cavagnaro, lorenzo mosconi, francesco chiarlone, andrea zanirato, nicolò patroniti, matteo formica (2023) vancouver type b2 periprosthetic femoral fractures: clinical and radiological outcomes from a tertiary care center. Pages 1 -18. Https://doi.org/10.1007/s00402-023-04955-2. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records and sterilization certificate cannot be performed without product identification. A review of the complaint history could not be performed due to missing reference and lot numbers. With the available information, a definitive root cause could not be determined. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. However, all devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that 2 patients experienced a periprosthetic joint infection and subsequently underwent a staged revision. Due diligence has been completed for this complaint; to date no additional information has been received.